Event description:
Customer reported erroneous differential results were obtained for one patient when using the coulter lh 780 hematology analyzer. There were no instrument generated flag for the presence of blast cells with the test results. The test results were determined to be erroneous when compared to the manual differential that had 2% blast cells and higher basophil% than the automated differential. Erroneous results were not reported out of the laboratory. No reports of death or serious injury, and no affect to patient treatment as a result of this event. This event represents event 1 of 3 events reported by this customer for three different analyzers.

Manufacturer narrative:
The instrument was within quality control specifications with respect to controls (accuracy) and reproducibility (precision). Controls are run three times per day and recovered within assay limits. The instrument flagging sensitivity was set at 3222, which is high-level for blast flagging and mid-level for variant lymphocytes and imm ne 2, and imm ne 1 settings. Note: imm ne 1 is a flag for suspect immature neutrophils, primarily bands. Imm ne 2 is a flag for suspect immature neutrophils, primarily metamyelocytes, myelocytes, and promyelocytes. Service did not evaluate the analyzer. Raw data analysis was conducted. The sample does not show significantly abnormal patterns to trigger flagging conditions. The neutrophil populations overlap with the lymphocyte populations slightly, but it is not enough to indicate the presence of blast cells. Root cause based on raw data analysis is that the samples were not significantly abnormal enough to generate a blast flag. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events. This MDR represents event 1 of 3 reported by this customer. This MDR is related to the following mdrs that have been reported: MDR 1061932-2011-01125, 01126.